Event description:
Physician reported "no complaint against the device". Device has been explanted. This relates to the right side.

Manufacturer narrative:
Correction to g.3. Aware date of supplemental medwatch #1. Aware date should have been listed as 04/01/2024.

Manufacturer narrative:
Clarification to h1. No serious event was reported against this device.

Event description:
Physician later reported "no complaint against the device". Device has been explanted. This relates to the right side.

Event description:
Patient reported implant rupture, this relates to the right side.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.